Event description:
During a procedure, it was noticed that the catheter tip was fractured and bent about 1 cm from the distal end. The picture was distorted when the catheter was being inserted into the patient' vein. In the patient's vein. The catheter was removed and replaced. The procedure was then successfully completed with no adverse patient consequences.

Event description:
During an atrial fibrillation procedure, the catheter tip was noted to be fractured and bent approximately 1 cm from the distal end. The picture was distorted when the catheter was being inserted into the patient's vein. The catheter was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The root cause of this issue was determined to be a design/process issue.